Event description:
The study indicates that after the precise stent was deployed, during removal of the filter basket became caught on the stent. The physician maneuvered the device and was able to remove the filter basket without any pt injury or stent movement.

Manufacturer narrative:
The target lesion location was the proximal right internal carotid artery. No revascularization was planned.occlusion was noted in the contralateral carotid. The angiographic reference vessel diameter was 7.0. Target lesion diameter stenosis was 70%. Total lesion length was 8.0, and the total length of stented segment was 30.0. The geometry of the target lesion was eccentric, mildly tortuous and moderately calcified. The arch type was ii. The lesion had no thrombus present at the target site. No bends or lesions were noted. The complaint product was opened and inserted. A precise was deployed in the target lesion without any issues. The reported event occurred with basket, but was resolved. Upon retrieval, debris was noted in the basket. No ( mae) major adverse event was noted. The pt did not require emergent carotid surgery. No occlusion or air bubbles were documented. The final percentage of stenosis was 0%. Cordis corporation reported no product is expected to be returned for evaluation; however, a copy of the complaint investigation request includes lot traceability was provided. Without the return of the actual device in question, unable to determine the exact cause for this incident. Review of the device history records relative to the mfg, inspecting and packaging of lot 04988351. The history records indicate this product was final inspection tested and was determined to be acceptable. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue.